Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic prolapse repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the lead suture detached but was found inside the capio cage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.